Manufacturer narrative:
The event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an MRI due to a problem with the device or therapy. It was reported that the patient fell on their back and hit their implant. The health care provider (hcp) wanted to do an MRI. The patient stated that they were instructed by the hcp office to call the manufacturer for information on turning the implant off for the MRI. This issue started a couple of weeks ago in (B)(6) 2017. The patient was charging the implant during the call and would call back after they charged and after they clarified with the hcp office what information they wanted. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that there was no issue with the patient¿s device. They stated that the patient had reported an increase in back pain and diarrhea. There were no acute findings from the MRI that was taken. The patient weighed (B)(6) pounds at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they bruised their area where the device is, but they had an MRI and everything is fine. No further complications were reported.